Event description:
The technologist rotated the c-arm of the selenia dimensions system in order to take a lateral view of a patient using the magnification stand. The technologist positioned the patient and stepped away from the system to take the exposure. The magnification stand fell from the system and hit the patient in the left ankle. The patient had a red mark on the ankle, but no other signs of injury. She was given an ice pack and she elevated her ankle for a while. Patient appeared to be okay when she left the facility.

Manufacturer narrative:
The hologic field engineer visited the site on (B)(4) 2012. There was no visible damage to the magnification stand. The field engineer requested the lead technologist join him in testing the unit. They attached the magnification stand to the c-arm and tested it in many different angles to ensure it was secured to the c-arm. They were unable to duplicate the reported problem. Regardless, a new magnification stand was ordered and installed. It could not be determined why the magnification stand fell off the system.